Event description:
Follow up revealed that the patient underwent surgery on 26 january 2018 to have their ipg replaced with a new one. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to connect his ipg with the clinician programmer or patient controller. Troubleshooting was unable to provide resolution. Surgical intervention may be pending to address this issue. Patient is currently implanted with two scs systems.

Manufacturer narrative:
This event was inadvertently assigned to correction number 1627487-060217-001-c.

Event description:
Follow up revealed that this event was inadvertently assigned to correction number 1627487-060217-001-c.